Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis and stent damaged occurred. (B)(6) 2011 - the 95% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery. The patient received a 2.75x20mm promus element stent to treat the target lesion. The patient returned to the hospital nine months later for a follow up visit. The physician observed in-stent restenosis and used intravascular ultrasound (ivus) to confirm. While using a non-bsc ivus catheter, the proximal end of the stent was deformed. The physician ended the procedure by using a balloon to dilate the stent. No other patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Implant date - (B)(6) 2011. (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).